Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective brake resulting in a sudden stop and slight tipping of the system during movement. The brake has been replaced and the system works as specified. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6): hospital (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobile compact l system. The customer stated that due to unintended system movement, the system stopped on the left wheel before lifting and pressing down on the operators foot. There is no report of impact to the state of health of a patient or user involved.